Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The tubing of the sensor interface board was cleaned and reset to resolve the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the ventilator is not working. There was no report of patient involvement.